Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy on a homechoice (hc) device. It was not reported if the patient was hospitalized prior to death or if the patient was connected to the hc at the time of death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.